Event description:
After the surgeon positioned one undetached coil (details unknown) in the aneurysm, then deployed an enterprise 14 (enc451412/lot unknown) radiography indicated that blood leaked from the artery bifurcation and hematoma occurred three days after surgery. The prowler 14 microcatheter (details unknown) and the prowler select plus microcatheter (606s255x/15936317) were used in the procedure. The prowler 14 microcatheter was placed in the aneurysm and the prowler select plus was placed in the right m2 section of the middle cerebral artery. The surgeon suspected that the vessel was ¿pricked¿ by the marker on the stent. The surgeon also noted that the marker seemed to be longer than other markers and also suspected whether the marker was broken. The patient is in stable condition at the time of the complaint. The sales rep confirmed that the stent was advanced without any friction and the physician operated in ¿good practice.¿

Manufacturer narrative:
The device was not returned for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Four images were received, including a baseline angiography of a mca aneurysm; image with a coil in the aneurysm; enterprise delivery wire in the m2 with extravasation seen at the bifurcation area; image with enterprise delivery wire in place with arrow indicating presence of reported extravascular distal marker of the enterprise. The density of the item the image points to is different than the density of the stent markers seen on the images. It is suspected that this is other than a marker, but without additional images from a different angle is very difficult to be conclusive. Based on the images, there is no indication that the prowler 14 contributed to the vessel damage. Full procedural films were not provided.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information based on review of procedural images (6/4/2014): four images were received, including a baseline angiography of a mca aneurysm, image with a coil in the aneurysm, enterprise delivery wire in the m2 with extravasation seen at the bifurcation area, image with enterprise delivery wire in place & arrow indicating presence of reported extravascular distal marker of the enterprise. Based on the images, there is no indication that the prowler 14 contributed to the vessel damage. Conclusions are forthcoming for this complaint.